Event description:
The next day, following colon resection procedure, the patient complained of pain at the epidural insertion site and when the anesthesiologist went to remove the catheter, it was noted that 1 cm tip of catheter was missing. The belief is that the tip was retained and the patient was made aware.